Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that when interrogating a defibrillator the programmer incurred an error. A different programmer was used to interrogate the defibrillator patient. Power was recycled and the error cleared and the programmer successfully completed an interrogation for a pacemaker patient with no error. No patient complications have been reported as a result of this event.